Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed button error and she can't clear it. Customer stated the device alarmed on its own. Customer was disconnected from the device because she was swimming. Customer doesn't know her blood glucose level that time of the event. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device to undergo further testing.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.